Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that tibial articular surface provisional was found fractured in the tray. No adverse events have been reported as a result of the malfunction, as there was no patient involvement.

Manufacturer narrative:
Upon receipt of additional information, this report is a duplicate of MFR # 0001822565-2017-03345. As a result, this complaint will be voided.